Event description:
Patient reported that his dexcom g6 sensors were giving extremely inaccurate blood glucose readings, telling him his sugars were high when actually they were low (confirmed by fingerstick method). FDA safety report ID # (B)(4).